Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided . Catalog and lot number unknown / not provided . UDI not available. Title unknown/ not provided. First/given name: unknown / not provided. Last name unknown / not provided. Email address unknown / not provided. Occupation unknown / not provided. PMA/510(k) number not available.

Event description:
Doctor reported the screw fractured and implant was removed. Screw portion remains inside the implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided . Catalog and lot number unknown / not provided . UDI not available. Title unknown/ not provided. First/given name: unknown / not provided. Last name unknown / not provided. Email address unknown / not provided. Occupation unknown / not provided. PMA/510(k) number not available.

Event description:
Doctor reported the screw fractured and implant was removed. Screw portion remains inside the implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One full osseotite® certain® implant 4 x 13mm, ifos413 was returned for investigation. Visual inspection identified fractured screw within the drive feature of the implant. Signs of use, bone tissue and debris observed on the body of the implant. Per: pre-existing conditions noted on the complaint. Bone density type ii. The reported device was located on unknown tooth site. Picture/x-rays: no pictures or x-ray images were provided. Review of appropriate documentation: instructions for use: biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/04/01 instructions for use: biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019 information identified: 'contraindications', 'warnings', 'precautions', 'breakage', 'general considerations' and 'adverse effects' per IFU: fracture may occur when abutment is loaded beyond its functional capability. DHR review: DHR review could not be performed as the lot number associated with the reported unknown biomet screw is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review for the unknown biomet screw could not be performed as the lot/item numbers were unknown. Post market trend review: may post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (ifos413 & unknown biomet screw). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.